Manufacturer narrative:
Additional information: annex d, annex g codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was a calcified and moderately tortuous lesion obtaining 90% stenosis in the mid lad at bifurcation of the diagonal. The device was inspected before use with no issues noted. There was no difficulty removing the protective sheath or packaging stylette. Resistance was noted while advancing the device to the lesion. Excessive force was not used. There was no difficulties noted during inflation of the device. The device was not moved while it was inflated. It wasn't moved until the balloon was taken out of the body. The concentration of contrast / saline used 50% contrast with 50% saline. Deflation difficulties were noted after the first inflation. The inflation pressure (atm) applied for inflation was 12 atm for 10 seconds. No subsequent inflations were performed since the balloon could not be deflated after the first inflation. The patient was later reported to be fine. Device catalog number provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one euphora rx ptca balloon catheter to treat a lesion in the lad. It was reported that balloon deflation difficulties occurred, the device would not deflate at the lesion site. Multiple attempts were made to deflate the balloon, including the use of a 20cc syringe to attempt deflation, however the balloon did not deflate. After additional deflation attempts, it appeared on angio that the balloon was deflated. However when the balloon exited the body, it was found that the balloon was still inflated. It was reported that the patient became symptomatic during the case. On completion of the procedure the patient was stable.